Manufacturer narrative:
During the call to customer support, it was revealed that the consumer did not perform control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be preformed because the consumer did not have any control solution. A control solution test was performed while troubleshooting in the follow-up call with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for evaluation. Test strip lot # 1020214204 expiration date: 07/2016 control solution lot # 1030214093 range: 82-127 mg/dl. Nova max test strip insert - quality control. Checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, follow-up report will be filed.

Event description:
The consumer called because "...she felt her bg reading this morning was too high..." The consumer reported her fasting blood glucose result of 153 mg/dl was higher than she expected.